Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received,she was discharge to home in stable condition. She had an uneventful postoperative course. Plan - she was asked to call at weekly intervals to update us with regards to her progress, and she was also asked to schedule for follow-up with us in six weeks time. Per pfs, the outcome attributed to the device "pain, infection, vaginal scarring after mesh placement". On (B)(6) 2013 underwent sling explant surgery. (Per pfs, patient underwent a mesh revision surgery on (B)(6) 2013; however we do not have the operative report to substantiate the same).